Event description:
It was reported that during the procedure in the left anterior descending artery, an otw trek dilatation catheter was backloaded onto a whisper guide wire but sticking was felt. Advancement was discontinued before the catheter entered the anatomy. During withdrawal of the catheter from the guide wire, sticking was also felt; therefore, both the catheter and the guide wire were removed as a single unit. The procedure was completed successfully using a new trek dilatation catheter and a non-abbott guide wire. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the trek catheter noted blood visible in the guide wire lumen and on the balloon and contrast in the inflation lumen consistent with preparation and the catheter advanced over a guide wire. The balloon had relaxed folds. The guide wire used in the procedure was returned with no damage noted. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. The outer diameter of the guide wire was measured and met manufacturing criteria. The returned guide wire was back loaded through the returned balloon catheter with resistance felt 7.5 cm proximal to the proximal seal due the thick dried blood. The guide wire lumen was flushed and the guide wire re-inserted. There was no resistance noted with the balloon catheter or the guide wire coiled or straight. It is likely that the build up of blood in the guide wire lumen contributed to the reported difficulties with the guide wire. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no other incidents. Based on the investigation, there is no indication of a product quality deficiency.